Manufacturer narrative:
The device was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Extrusion may occur when the wound has not closed or when the tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 70-year-old caucasian female patient underwent a breast augmentation revision surgery with a 675cc mentor memorygel boost breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast, which was confirmed during a physical exam. It was also reported that the patient experienced disruption of the inframammary incision and visible exposure of the implant. As a result, the patient underwent removal and replacement with a 675cc mentor memorygel boost breast implant on (B)(6) 2022.